Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles and leak anomaly and they experienced high blood glucose. The customer¿s blood glucose was 340 mg/dl at the time of the incident. Customer stated the other blood glucose value was 281 mg/dl, 239 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin pump, food, syringe. Customer did not allege pump was under delivering. Troubleshooting was performed. The reservoir will be returned for analysis.